Manufacturer narrative:
Concomitant medical products: product ID 3057, product type: screening device.

Event description:
A trial patient reported the lead completely fell out of the body when the patient pulled down their undergarments. The issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.